Manufacturer narrative:
No further information was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Tiger spine system pedicle screws were implanted on (B)(6) 2013, for a l3-s1 surgery. The patient had post-operative follow-ups on (B)(6) 2012 and (B)(6) 2013. It was not until the evaluation on (B)(6) 2013 that the physician indicated that the right s1 pedicle screw may have fractured. This was determined through x-ray images.